Event description:
Initial cryotherapy was given (B)(6) 2013. Patient returned for repeat cryotherapy on (B)(6) 2013 and stated he was having mild dysphagia. Stricture was noted at 38.5, which was the area of initial cryotherapy. Patient had also had emr and barrx years ago for dysplastic barretts. Patient was dilated up to 48fr. Patient returned (B)(6) 2013. Patient was re-dilated and will return for another dilation in 4 days. Event was first reported (B)(6) 2013, to the (B)(4) quality assurance registry.